Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) on the right ventricular (rv) lead. It was noted that there had been adjustments made to the sensitivity for twos in the past. Defibrillation threshold (dft) testing was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4)

Manufacturer narrative:
Product analysis summary: the proximal segment was returned and analyzed and no anomalies were found.

Event description:
It was further reported that the rv lead continued to exhibit intermittent twos and was observing small r-waves. The lead was capped, partially removed, and replaced. No patient complications have been reported as a result of this event.